Event description:
It was reported that the patient was experiencing loss of stimulation. It was stated that the patients paddle lead had moved and was confirm through imaging. The physician believed that it was due to a sneezing fit. The patient underwent a procedure wherein the lead was repositioned and that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.